Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) dropped longevity for two years in a span of four months. Moreover, a patient initiated interrogation (pii) and engineering analysis was suggested. To date, the device remains in service. No adverse patient effects.